Manufacturer narrative:
One 7209373 8mm cannulated endoscopic flexible drill returned. This drill is 7 years old. The drill was used for an acl reconstruction. The coils are slightly sprung out of shape. The drill is missing approximately 0.48¿ of its blade tip. This flex area is sensitive to inadvertent over torque pressure. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction surgery, when the femoral tunnel drilling started, the drill bit broke near its tip. The broken piece was removed from the patient and a backup was utilized to complete the procedure. No additional bone holes were required. No patient injury or complications were reported.